Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emitted a battery warning, they the battery was changed and the pump was working before the battery warning. The reporter confirmed that the pump was chirping. The reporter was adamant that it is not the battery and refuses to purchase brand new batteries and would like to replace the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the pump powered on with functional vibratory and auditory operations. The display screen remained blank and did not display the verify screen on start up. The pump was opened for investigation and revealed the display screen to be cracked. Complete and adequate testing for the reported power issue was unable to be completed due to the blank screen.